Event description:
The resolution clip device was inserted via scope into the pt, it would extend without issue but would not retreat easily back into the sheath. The device was removed. When evaluated outside of the pt, it was found to function without issue. The procedure was successfully completed utilizing another device. The pt did not sustain any reported complications or ill effects as a result of the deployment issue. The pt condiction is noted as 'ok'.